Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer not detected on bus. A field service engineer powered down the station and reconnected the back panel connections for this drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawers not detected. Customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.